Manufacturer narrative:
(B)(4). Physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power supply assembly and determined electrical leakage on the dock line filters fl4 and fl10 resulted in power on/off problems.

Event description:
It was reported that the device would not power off without removing the battery. There was no pt use associated with the event. Physio-control device eval found that it had several event codes in the memory. In addition, further investigation found that the device would power on/off by itself.